Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring got caught up on tissue and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was not returned to maquet cardiac surgery for investigation. A photo was provided and a photographic investigation was conducted. Signs of clinical usage and evidence of blood were observed. The scope wash tubing was observed to be bent. The c-ring was observed to be intact. C-ring remained attached to the cannula due the presence of a retention rib. Based on the provided photo, the reported failure, "material twisted/bent; c-ring bent" was confirmed. The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring got caught up on tissue and bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.